Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). The customer reported that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU). Through follow-up communication with the customer, livanova (B)(4) learned that there is no known patient infection and that the facility places the device both inside and outside the operating rooms during use, depending on the room. There are 5 rooms where the device is placed inside and 1 where it is placed outside. In the initial report, submitted may 19, 2017, it was incorrectly reported that the customer only places the device inside the operating room. The customer plans to return the device to livanova (B)(4) for a deep disinfection. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.

Manufacturer narrative:
There is no known patient involvement. Pma510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the device was placed inside the operating room during use. The customer reported that the unit was placed an estimated 2 meters away from the operation field with the fan parallel to the patient and perpendicular to one of the ventilation outflow vents in the operation theatre a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tested positive for mycobacterium chimaera contamination. There is no known patient involvement.